Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they received medical treatment as a result of the site issue. The customer blood glucose level was unknown. Customer stated she was having allergic reactions to the adhesive used with sensors. Customer stated they had very bad rash that she was getting from the sensor. Customer was took doctor's appointment about 2 weeks. The device will not be returned for analysis.